Event description:
It was reported that the reporter was getting question marks (???) During impedance testing for all case pairs. It was noted that all bi-poles were ok. The reporter noted that there was no difficulty inserting the lead and had been placed correctly. The health care professional had reportedly unhooked the battery, cleaned the lead and hooked up the battery again but got the same response even after three times. It was noted that the implantable neurostimulator (ins) was in the pocket when the measurement was taken and amplitude or pulse width had not been increased yet. At higher parameters, the reporter stated that all case electrodes were high and that 0 and 2 were greater than 4000 ohms. It was noted that there was no motor response using ¿the troubleshooting algorithm¿. The reporter stated that the lead was tunneled after testing and that with the lead alone, the patient was displaying a motor response. A new ins reportedly cleared with all normal impedances. Great motor response was consequently obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the stimulator, serial #(B)(4), found no anomaly. It was tested with a known good lead and normal impedances were measured.